Event description:
It was reported during a percutaneous transluminal coronary angioplasty with stenting treatment procedure, removal difficulties and a guide wire fracture occurred. The lesion being treated was located in the left anterior descending artery. The physician treated the ramus marginalis with the pt2 guide wire and an unspecified 2,5 mm balloon. Following stenting, the physician successfully used a kissing balloon technique, however, the pt2 wire was noted to be moving distally. During withdrawal of the pt2 guide wire with no resistance noted, the pt2 guide wire "tore apart" it was not possible for the physician to remove the tip of the pt2 guide wire. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a percutaneous transluminal coronary angioplasty with stenting treatment procedure, removal difficulties and a guide wire fracture occurred. The lesion being treated was located in the left anterior descending artery. The physician treated the ramus marginalis with the pt2 guide wire and an unspecified 2,5 mm balloon. Following stenting, the physician successfully used a kissing balloon technique, however, the pt2 wire was noted to be moving distally. During withdrawal of the pt2 guide wire with no resistance noted, the pt2 guide wire "tore apart" it was not possible for the physician to remove the tip of the pt2 guide wire. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual inspection revealed the device presents with the distal tip damaged. The device presents with a kink at 172cm from the proximal end and distal tip detached. The returned device was sent for external analysis to determine the fracture failure mode. The failure occurred due to a fatigue event followed by a rapid tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).